Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter (onetouch verio iq) read inaccurately high compared to another device. The reporter claimed obtaining a blood glucose reading of "119mg/dl" with the subject meter and an unknown reading on another device, performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.